Manufacturer narrative:
Device received with cracked and detached end cap. Unable to perform rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test due to cracked/detached end cap. Device had loose/protruded drive support disk. The reservoir tube lip was partially broken off but the test reservoir locked in place properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that when he was priming the insulin pump the bottom of the insulin pump came off and he can now see the inside of the pump. The blood glucose was 140 mg/dl. The customer reported that seam separated. The device will be returned for the analysis.